Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the force bipolar instrument wire snapped near the tip. The customer was unable to retrieve the instrument through the trocar. The customer had to first remove the trocar, then remove the force bipolar instrument and re-inserted the trocar. The procedure was completed with no patient injury or harm reported. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained additional information related to the reported complaint: system functionality was checked upon powering up and the system initially did power on without errors. The instrument was switched out to resolve the issue. The procedure was completed with the same generator. There was no patient injury. They were unable to retrieve the fb through the trocar which caused them to have to first remove the trocar, then remove the force bipolar and re-insert the trocar. There was no charring of the instrument. This instrument does not have an RMA attached to it. The customer will get the instrument down to biomed and have them follow the process.